Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The e 801 analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they have had ongoing issues with quality control errors and control recovery for elecsys anti-tpo on a cobas e 801 analytical unit. The customer tried recalibration but this did not resolve the issue. In addition to a complete system and sipper flow path wash, the following parts were replaced: a sample probe, a liquid level detection circuit board, a sample syringe unit, and a system reagent tube. The issue persisted after these actions. The customer provided data for two patient samples with discrepant anti-tpo results. The first patient sample initially resulted in an anti-tpo value of 37 iu/ml and it repeated with values of 9 iu/ml and 9 iu/ml. The second patient sample initially resulted in an anti-tpo value of 36 iu/ml and it repeated with values of 13 iu/ml and 9 iu/ml.